Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit, verification of sterilization, and packaging for subject catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit. Device was discarded and not returned for additional evaluation and investigation. Agent stated that the cause of the catheter fracture was unknown. Per the instructions for use of the device, catheter breaks are known possible risks of use of the device. Internal complaint number: (B)(4).

Event description:
Information was received that confirmed a catheter revision surgery. Additional follow-up communication with agent covering the issue was performed. Agent stated that the patient was experiencing a lack of pain relief. A CT scan was performed, which identified a catheter fracture. The cause of the fracture was said to be unknown. The revised section of catheter was discarded.